Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. No other anomalies were identified. An analysis was performed on the returned flashcard. No anomalies associated with the flashcard software were identified during the analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was reported that handheld computer could be used only while it was plugged into the outlet and that once unplugged, it switched off and could not be used. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution. The suspect handheld computer was received by the manufacturer. Analysis of the device is underway but it has not been completed to date.